Event description:
It was reported that the pt was hit on the head by a school bag some 2 weeks ago (2003), causing damage to the transmitter coil but with no cuts or bruising to the head. The pt attended their clinic to exchange the damaged equipment. Telemetry measurements showed 'poor coupling to the implant'. Since the initial bang on the head, some loss of speech perception had been noticed, which has been confirmed by testing. A further appointment at the clinic in 2003 with more testing, again showed 'poor coupling'. The reduced performance had continued since the previous clinic visit. Some reprogramming was carried out but the sound quality remained poor.